Event description:
It was reported that in the patient¿s generator replacement surgery, high impedance was detected on the new implanted generator. The lead pin was reinserted, but diagnostics still resulted in high impedance. The patient was closed without replacing the lead. Lead replacement surgery has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s lead was replaced. Both the explanted lead and the previously explanted generator were discarded following surgery, so device return is not expected. The device history record for the implanted generator was reviewed and found all specifications were met prior to distribution. The review of the records and relevant manufacturing procedures also demonstrated that the pre-stored impedance value from the time of final electrical testing was within normal limits.